Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet for a procedure for most of the day, then experienced hyperglycemia with a peak blood glucose of 265 mg/dl for approximately three hours; the customer noted higher than expected units on board after reconnection, and education was provided to reconnect sooner and avoid late meal announcements while allowing the system to correct. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, no assistance required, and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with hyperglycemia following extended pump disconnection and delayed resumption of automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use conditions related to prolonged pump removal and subsequent recovery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.